Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/11/2019. Device evaluation summary: it was reported that a 58-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis and experienced left sided deflation post procedure. Upon receipt by mentor the device contained no fluid. White material was observed within the device and on the shell surface. During the initial evaluation a rent at patch was observed. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the white material found in the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 375cc saline prosthesis, catalog #3502375, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis and experienced left sided deflation post procedure. The deflation was diagnosed by a physician. As a result, bilateral prosthesis replacement with 425cc mentor smooth round moderate profile saline prostheses was performed on (B)(6) 2019.